Event description:
It was reported that the foley catheter was not twisted, but urine was not flowing. Urine comes out when the position was changed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received (7) photo samples. The first photo sample shows the overview of the drainage bag with an inlet tube, sample port connector, catheter and test. The second photo shows the zoom in overview of the sample port connector, catheter and test with a deflated balloon. The third photo show a zoom in photo of the deflated balloon. The fourth and fifth photo shows the inflation valve and drainage funnel. The sixth photo shows the date code. The seventh photo shows the product packaging with the product information. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector, catheter and test. Visual inspection of the sample noted that the test was removed to separate the drainage bag from catheter. The flushed water through drainage funnel and inflated the catheter with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water) and no difficulties observed. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was not twisted, but urine was not flowing. Urine comes out when the position was changed.